Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility medwatch report rec'd from the FDA on 07/02/2009. (B)(4): the following info concerning the eval of the device is a summary of the info documented by the cardinal health service dept tech. Upon receipt at the factory, the cardinal health service dept tech evaluated the device and identified a failed power entry module p/n 15281 as the root in this event. The failed power entry module caused the two wires coming from the ac power inlet to short together creating the spark and smoke reported by the customer. The cardinal health service dept tech replaced power entry module and ran the device through a complete checkout to ensure it meets all factory specs. Upon completion, the device was returned to the customer ready to be placed back into service. A review of trended complaints for the past 6 months does not reveal a trend associated with the power entry module p/n 15281, at present this event is considered to be an isolated incident. Additionally this file will be trended as part of our monthly trending. As noted, this device at the time of the event was 8 years old, and the true root cause may have been due to handling and use at the customer location. Add'l report from the voluntary report: (B)(4). Bird graphics monitor. Monitor. The reporter does want their identity disclosed.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Customer unit blowing fuses, he claims something shorted out inside the power inlet module and smoke came out, he wants an estimate before repairs." The following description of the event and the eval of the device by the user facility were copied from the user facility medwatch report received by cardinal health on 07/02/2009. "Respiratory therapist placed infant on a bvip ventilator. The ventilator and the ventilator alarms were functioning. The graphic monitor was not functioning. Respiratory therapist attempted to check the electric source for the graphic monitor when there was a spark and then smoke. The infant was immediately removed from the ventilator and ventilated with a bag valve mask. A new ventilator was obtained, all system checked and functional and the infant was placed on ventilator. No adverse outcome to infant or other infants/staff present in the nicu. Biomedical stated where the power cord goes into the fuse block the fuse block cracked in half causing the two wires to short together."